Event description:
It was reported the patient presented for initial procedure. During implant, it was observed the right ventricular lead would not produce an acceptable qrs. After testing various positions, the helix had difficulty deploying and retracting. The physician elected to complete the procedure with another lead. The patient was in stable condition.